Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been experiencing intermittent sound with the device for the last 6 months.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During investigation the device operates within specification and the observed damages are most likely attributable to the explantation surgery. Based on the received information from the field, the recipient was explanted due to intermittent sound and elevated ground path impedance, which was likely caused by an air pocket or a bad electrical contact to connective tissue above the reference electrode, as massaging the implant site did temporarily change the values. Furthermore, on the device explantation form it is stated that the implant housing rocked slightly from its original position, which might have contributed to the observed symptoms. This is a final report.

Event description:
The recipient experienced intermittent sound with the device from beginning of 2017. Pressure had to be applied to the coil to hear better throughout the day.the recipient was re-implanted on (B)(4) 2018, with another manufacturer's device.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the available information, the observed symptoms are most likely caused by an air pocket or a bad electrical contact to connective tissue above the reference electrode. Massaging the implant site did temporarily reduce the ground path impedance, but this value would increase again within a few minutes. However, to determine an exact root cause an investigation of the explanted device is necessary. Re-implantation is considered but not scheduled yet due to other medical conditions.

Event description:
The recipient experienced intermittent sound with the device from beginning of 2017. Pressure had to be applied to the coil to hear better throughout the day. The user wears a #4 strength magnet and has good retention. A compression bandage was tried, but this did not resolve the issue or aid in hearing better with the device. Re-implantation was scheduled for late august, however it was indefinitely postponed as the recipient has other medical issues to attend to.